Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable ne urostimulator (ins). It was reported that the ins had a quick battery discharge and that the battery discharged too quickly. It was unknown what factors may have led or contributed to the issue. The historical settings of the ins included a lead configuration of 2x8 with historical settings of a1: 3+,5-,12-,13+,14-, pulse width of 330 us, an amplitude of 1.5v and a2: 5+,6-,7+,13-,14+,15-, pulse width of 390 us, amplitude of 4.5v, and rate of 100 hz. The historical impedances were unknown. The ins was replaced in 2017 or 2018 and the issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) revealed that the ins had reached end of service (eos) due to normal battery depletion. The ins was functioning within specification. Visual inspection of the ins did not reveal any significant anomalies. Foreign material was visible under the connector module cover and in the connector ports. Initial examination confirmed that the ins had reached its eos. The eos bit was reset in order to test output, and good stable output was observed tested at the cut end of the returned extensions. A longevity estimate was calculated based on the parameters the device had when received for analysis, and it was estimated that the elective replacement indicator (eri) would be reached at 3.17 months and eos would be reached at 6.17 months. If information is provided in the future, a supplemental report will be issued.